Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the surgeon observed a scratch through the optic. The lens was cut, explanted and replaced within the original surgery session. There was no harm or injury to the patient. The device was not available for return to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 114254344 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 24th november 2025, rayner received notification from its distirbutor in slovenia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation the surgeon observed a scratch through the lens optic necessitating lens explantation and exchange.